Event description:
It was reported that during an unspecified procedure, stent damage occurred. A 24 x 2.50mm taxus liberté drug eluting stent was advanced into an unspecified vessel and the stent body broke while exerting strength to place it in its location. The device was removed. No patient complications were reported.

Event description:
It was reported that during an unspecified procedure, stent damage occurred. A 24 x 2.50mm taxus liberté drug eluting stent was advanced into an unspecified vessel and the stent body broke while exerting strength to place it in its location. The device was removed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The catheter was returned in two sections due to a hypotube break. The break was located 23.5cm distal from the manifold strain relief. A kink was present in the hypotube at 1.8cm distal to the break site. An examination of the crimped stent identified no issues. Some traces of blood was visible in the guidewire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 80% stenosed, eccentric, de novo, 18 x 25mm target lesion contained >45 and <90 degree bend was located in the non calcified and moderately tortuous left anterior descending artery. Prior to advancing a 24 x 2.50mm taxus¿ liberté¿ drug eluting stent where resistance was encountered, the lesion was predilated with a 2.0x15 unspecified balloon resulting to 30% stenosis. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during an unspecified procedure, stent damage occurred. A 24 x 2.50mm taxus liberte drug eluting stent was advanced into an unspecified vessel and the stent body broke while exerting strength to place it in its location. The device was removed. No patient complications were reported.